Manufacturer narrative:
(B)(4) date sent: 11/13/2024 b3: publication year of 2023 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the neuwave device caused or contributed to the patient complications and/or patient death mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: combination transarterial chemoembolization and microwave ablation vs. Microwave ablation monotherapy for hepatocellular carcinomas greater than 3 cm: a comparative study. Author: jason chiang, pradeep s. Rajendran, frank hao, james sayre, steven s. Raman david s. K. Lu, justin p. Mcwilliams citation: diagn interv radiol. Pages: 1-8. Doi: 10.4274/dir.2023.232159. The aim of this study was to evaluate the efficacy of combination therapy using transarterial chemoembolization with microwave ablation (mwa) therapy vs. Mwa monotherapy for hepatocellular carcinomas (hccs) >3 cm in size. The overall study group comprised 29 patients (23 men, 6 women) in the combination therapy group and 35 (29 men, 6 women) in the mwa group. For microwave ablation procedure in all included cases, a 2.45 ghz mwa device (neuwave medical, USA) was used. The reported complication included elevation in serum bilirubin (n=1), hepatic encephalopathy (n=1), asymptomatic intracapsular bleeding (n=1), and procedural site pain (n=3). In conclusion, the combination therapy provided significantly longer upfront ltp-free survival in hccs >3 cm when compared with the mwa treatment alone, albeit with similar local tumor control and overall survival rates when accounting for additional locoregional therapies.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2024. Additional information was requested and the following was obtained: no, the neuwave devices by themselves were unlikely to have anything to do with the complications. It was more likely the result of the underlying patient comorbidities, as well as combining the ablation with tace beforehand. We still use the neuwave devices quite regularly and have good experience with the systems. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.